Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was experiencing issues with biometric identifier scanner. The customer stated that this malfunction was happening very frequently. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) scanner had failed. A field service engineer (fse) replaced the biometric identifier scanner and installed updated software drive for the new bio-ID and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.